Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s dad reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 422 mg/dl at the time of incident. The customer also reported loss of communication. The customer also reported blood at site. The customer states the site was not actively bleeding. The customer declined troubleshooting. The insulin pump will not be returned for analysis.